Event description:
The following description of the event was documented by a carefusion tech support specialist on (B)(6) 2012, in response to a phone conversation with a user facility rep. [Names removed] called and she said that the %it won't go past 15 on this unit. The low end reads 0.6. She is requesting a svc call. Will dispatch. Unit had 8132 hrs on it in (B)(6) 2011. She doesn't have the hrs on it now. (B)(6) needs a 2k pm also. The following description of the event was copied from a maude event report received from the FDA via carefusion (B)(4) on (B)(6) 2012. "While performing a self check, the inspiratory time percent would not go past 27, new vent in place and no harm to pt."

Manufacturer narrative:
Derived based on the info provided by the user facility. Received from the FDA via carefusion (B)(4) on (B)(4) 2012 and info documented by a carefusion tech support specialist on (B)(4) 2012, in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty 10k potentiometer (I time adjustment). Unrelated to the reported event the carefusion field service rep also found that the pressure sense bulkhead luer-lock fitting was broken. The carefusion field service rep replaced the affected components and performed a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the customer's control ready to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures (same failure mode and root cause), this carefusion considers this to be an isolated incident.